Manufacturer narrative:
Image review: two image files were returned for review: dried blood was evident on the handle and the connector cable of the device. Both image files show a clf device with burnt heating coil/element observed. There is black type residue approximately mid-way down the length of the heating coil/element is consistent with dried blood. The fep layer on the coil was deformed/melted and exposed in areas consistent with the reported event. Product analysis: the device was returned loosely within a safe pack pouch in a biohazard bag. No ancillary devices were returned for evaluation. The catheter cable connector was examined: the connector plug was cut, removed, and not returned for analysis. Therefore continuity and resistance functional testing could not be completed. The heating coil/element was observed to be burnt. The fep layer was observed to be burnt/melted/peeling between 5.5cm and 7.5cm along the heating coil/element. Due to the burnt heating coil/element part of the coil became exposed along the shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a closurefast catheter with an rfg3 during treatment of the great saphenous vein (gsv). IFU standard procedural steps were followed. Hand and transducer compression applied. Local anesthesia and tumescent used. Correct temperature was reached. No parameters of the rfg3 were changed. Catheter burn is reported. The coil is reported to have been burnt during provision of first heating cycle. 120 degree celsius temperature was reached and then dropped down to 60-70 degrees celsius. A replacement closurefast device was used to complete the procedure. Treatment was finished without any problems and the vein was closed. 1 segment was treated. No vessel damage was noted. No patient injury reported.